Manufacturer narrative:
The investigation into the reported low pump flows was completed. The pump, purge cassette, and data stick were returned for evaluation. Analysis of the data logs revealed multiple suction alarms. Visual inspection of the pump did not reveal any evidence of biomaterial. Based on the available information, the root cause of the low pump flow was determined to be patient's low volume status. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 23-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows. The device was unable to function above p4 for a long period of time. The pump was repositioned, and the patient given additional volume; however, the issue persisted. The staff reported that it had been difficult to manage the patient's volume status. An inspection of the pump was requested. The pump was eventually able to function at p7. The patient had pump explanted and received a new heart. No further information was provided. There was no reported harm to the patient.